Manufacturer narrative:
Follow-up #1: date of submission 12/3/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/25/2015 with the following findings: during investigation, the original complaint was unable to be duplicated. The audio bolus button cover was intact and undamaged and the bolus button was responsive during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the audio bolus button was under responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.